Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited pacing impedance measurements greater than 2,000 ohms in bipolar. Measurements were 445 ohms in unipolar however noise was observed. Out of range measurements were reproduced in bipolar. Boston scientific technical services (ts) discussed performing an x-ray to assess for any lead anomalies and to check for full insertion of the terminal pin in the device header. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the pocket was reopened to revise the ra lead. During the procedure it was found the lead was not fully inserted into the device header. The lead was fully reinserted into the device header which resolved the noise and out of range pacing impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.